Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer stated that they was unable to calibrate the insulin pump. The blood glucose of the customer was 468 mg/dl. Customer reported they did not remove the sensor. The customer declined troubleshooting. The insulin pump will not be returned for analysis.